Event description:
Consumer complaint of high blood glucose results. Caller states her results are normally about 200mg/dl. Back to back blood tests were performed - 515, 487 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.